Event description:
It was reported that during a colectomy procedure, the device cut, but there was an incomplete staple line. The colon was opened and the surgeon had to convert the operation to an open case in order to cut the precedent staple line, and to remake the anastamosis with manual sutures. The procedure time was extended 1.5 hours as a result of the conversion of the operation. The surgeon finsihed the operation with manual sutures.